Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. The first peritonitis event was manifested by cloudy effluent. The patient was treated with injections of ceftazdime (1g, route frequency, and duration not reported), injections of amikacin (125mg, route frequency, and duration not reported), and injections of vancomycin (1g, route frequency, and duration not reported) for peritonitis. The cause of the peritonitis was unknown. It was reported that the patient recovered from the first event, but ten days later the patient experienced peritonitis for a second time. The patient was treated with injections of meropenem (1g, for 15 days, frequency and route of administration not reported) for the second occurrence of peritonitis. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 1 of 3.